Event description:
It was reported that during a rotational atherectomy procedure, the burr became stuck in the lesion. The first lesion was ostial and short. The second lesion a little longer in the proximal part of the circumflex just before a strong angulation. The burr crossed the two lesions and the angulaton without any resistance. At the last passage, the burr remained blocked under the angulation. After many efforts to push "pull" on the catheter, it finally yielded, however there was a dissection of the ostial part of the circumflex. Two stents were used to repair the dissection.